Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. However, according to evaluation result by an olympus local service engineer, it was found that the main lamp (xenon) on the subject device was expired and the light guide cable was broken severely. The device history record was reviewed and found no irregularities. Based on the evaluation result so far, omsc surmised the reported event was attributed to that the main lamp (xenon) was the end of its life and the light guide cable was broken. The clv-s40pro instruction manual states the corresponding method when there is an abnormality for the device.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a laparoscopic bilateral adnexectomy, the subject device was used. In the procedure, the endoscopic image became dark and foggy. The amount of bleeding increased because the user could not conduct hemostasis to the bleeding point immediately. The intended procedure was completed with another device. The time of the procedure was extended. The patient left the hospital already. According to information from an olympus local service engineer, it was reported that the main lamp (xenon) on the subject device was near the end of its life and the user did not replace the lamp in a timely manner.